Manufacturer narrative:
Follow-up #1: date of submission 03/15/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: review of the black box data and alarm history revealed no evidence of call service alarm 004. There were multiple, consecutive call service alarm 087 observed on (B)(4) 2016. On investigation, a call service alarm 069 occurred during the rewind step as reported on medwatch report 2531779-2016-04942. Product analysis was not able to adequately investigate the alleged call service alarm 004 due to the unrelated call service alarm issue reported on medwatch report 2531779-2016-04942. The pump cover was removed and did not reveal any damage, defect or contamination of the pump¿s interior components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the distributor contacted animas, alleging a call service alarm (call service alarm issue) issue; unresolved cs 004. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.